Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 500 mg/dl range. The customer changed the site. A correction bolus and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the tubing; however, the customer stated that the insulin looked thicker than usual. The customer reverted to using manual injections to manage diabetes.